Event description:
Device malfunction: filter entanglement with stent. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that before a procedure in the left internal carotid artery, during device preparation, the emboshield nav6 filter was observed to be protruding from the delivery catheter pod after it was loaded. The filter was manually manipulated to obtain the correct pod position and was then successfully deployed. Upon the removal of the filter from the anatomy, it appeared as if it had not folded completely and was unable to be fully enclosed within the retrieval catheter. The filter became entangled with the stent. By advancing the retrieval catheter and pulling back the guide wire, the filter was released from the stent and captured within the retrieval catheter. Resistance was felt as the guide wire and retrieval catheter were removed from the anatomy as one unit. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded; however, angiographic images have been provided. Clinical review is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.